Manufacturer narrative:
Investigation summary bd received two (2) photos for investigation. After review and analysis, no unit label was visible on the tube in the second photo. Additionally, 30 retained samples were subjected to a visual inspection for missing labels, and all passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: missing label. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of the bd vacutainer® serum tubes, one tube was found to be missing a label. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of the bd vacutainer® serum tubes, one tube was found to be missing a label. There were no health impact or consequences reported.